Manufacturer narrative:
Event date: exact date unknown, event occurred recently from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocks after a fall. It was noted that the patients ipg was non functional. The patient was hospitalized and stated that a demagnetizing device was helpful. The patient underwent an explant procedure. No further information has been obtained.